Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead showed loss of capture and substantial decrease in sensing. Chest x-rays confirmed dislodgement. Patient was asymptomatic. Lead was revised and remains actively implanted. Should additional information be received, this file will be updated.